Event description:
It was reported that the patient coded during dialysis and that after an external defibrillation shock, there were a few beats where the pacemaker appeared to have no capture. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.